Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The removed parts were further evaluated at stryker product analysis center (pac). The reported issue was duplicated and verified. It was also observed that the device displayed a white screen. The cause of the reported issue was determined to be due to the capacitor, c181, on the user interface pcb assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the system and user interface pcba, and replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.